Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient felt a vibratory alert. The device was found to be in backup vvi. The device was reverted from backup vvi. The device was reprogrammed to its previous parameters. The patient has been well with no issues after the event.